Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to an infection occurred (B)(6), 2020. ø36/+3 humeral cup, ø36 glenosphere ø24 glenoid baseplate, ø36/14 humeral stem were removed and replaced by ø36/14 humeral stem, center head and eccentric taper adapter. Primary surgery occurred (B)(6) 2020.